Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing a full system boot. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision computer was unable to boot. Upon troubleshooting, fse found that the issue had a pre-occurrence and the customer pressed the on/off switch on the front of the pc, and it successfully booted. Fse determined that the flex vision pc needed to be physically powered on rather than relying on a network boot. And then issue reoccurred, fse found that the system was powered on, but the flexvision pc that displayed the monitor data did not power on. Review of the log file showed that the host pc could not connect to the flex vision pc and the malfunctioning flex vision pc. To resolve the issue, fse replaced the flex vision pc. The defective flex vision pc was returned to philips for failure analysis. The failure was confirmed and the cause of the failure was found to be wrong software/firmware and need software update. After the replacement of the flex vision pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.